Event description:
It was reported that the leads had slipped, which happened once during the trial. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had arthritis and was very flexible and it caused the trial lead to slip during the trial.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).